Manufacturer narrative:
(B)(6) 2015 10:39 am (gmt-5:00) added by (B)(6) ((B)(4)): more information surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that while on patient, the medical personnel were only able to inflate the patients lungs but not deflate. There were no injuries reported. Manufacturers ref: (B)(4).

Manufacturer narrative:
The cause of the reported issue was a stuck expiratory valve in the patient cassette. The issue was visually confirmed when investigating the returned patient cassette. The root cause for the stuck valve has not been possible to fully determined by the performed tests and investigations/analysis. The received device logs confirmed the experienced event. Different methods to simulate a stuck valve have been used. The valve had been exposed to saline, human saliva, and water which were added to and then extracted from a co2 absorber. When performing the simulation method above, it was possible to reproduce the event regarding a stuck valve but we do not have any evidence that these simulation methods corresponds to those of which made/caused the valve to get stuck at the hospital. Sem-eds elemental analysis of the returned valve seat showed the presence of varying amounts of oxygen, sodium alumina, silica, chlorine, potassium, calcium, and sulfur. This may indicate the presence of sodium chloride, although this is not directly proven by the analysis itself. Samples taken of the compressed air from the hospital compressor after the event did not show any detectable amounts of sodium, chlorine, or alumina. This means that the sodium and chlorine contamination found on the valve seat during the sem-eds elemental analysis of the returned valve must have entered the anesthesia in some other way. Alternatively, the hospital compressor is not desalinated properly at all times, and that may explain why this happens randomly.

Event description:
(B)(4).